Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient noticed the sensor wire appeared shorter than normal. Patient stated that there is no sensor wire left in the skin. The patient is using the device while pregnant which is against user guide specifications. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that the patient is using ur device during pregnancy. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.